Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. The returned unit showed that when it was put under pressure, it rotated many times locked and unlocked, and movement or slippage could not be duplicated. Additionally, the 80lb torque knob was pressure tested as well. When the clamp was properly positioned and put under pressure, it did not move. However, the lock has a slight rotational movement that comes out the moment it is put under pressure. The unit will have any worn parts replaced with new components. Root cause - probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. Since patient injury was reported, further investigation by quality engineering was performed which confirms the findings of the initial evaluation ¿the returned clamp was in good condition, and no additional device deficiencies noted¿ no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) slipped after the clamp was pinned and locked to secure patient's head and neck for posterior cervical fusion surgery. The facility's team removed the clamp and the surgeon re-pinned and locked the clamp onto the patient's head and the clamp slipped a second time. The patient had 2 scalp lacerations from the slippage that were closed with staples. There was no delay in surgery.